Event description:
Customer called stating her insulin pump was not working. She stated that when she hit the act button during prime, insulin began shooting out. She stated insulin was squirting out during manual prime, and that the device was alarming. Customer's blood glucose was 600 mg/dl. She said she was going to treat it with manual injection. During trouble shooting, it was found that the drive support cap was sticking out. She said the device was not bumped or dropped before the alarm. Customer was advised to discontinue use of the device and revert to her back up plan.

Manufacturer narrative:
Insulin pump received with protruded/loose drive support disk. A33 alarm during the basic occlusion test due to protruded/loose drive support disk. Also received with minor scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.